Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.

Event description:
It was reported that during the device implantation, only 8 of the 12 electrode channels were able to be inserted due to fibrous tissue complications (as per the surgeon's report). During the initial stimulation only electrode channels 1-5 were stimulated as the remaining channels were unable to obtain adequate loudness growth. Recently the pt was seen again for reprogramming and it was not possible to obtain adequate loudness growth on electrode channels 5 and 4.